Manufacturer narrative:
(B)(4). Component code: (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. When the device was tested for functionality, the closure trigger does not function as intended, making the device nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, some residue that appears to be glue was noted at the frame not allowing the device to closed. For further analysis, the mechanism was cleaned and then the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the hepatectomy surgery, could not close the jaw after clamp the hepatectomy tissue (before insert into trocar). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.